Manufacturer narrative:
The pump passed the displacement, self test, off no power, rewind and basic occlusion tests. No motor error alarms were noted during testing. The pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and it passed. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime/fill anomaly. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her son's insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown; however, the customer woke up with a blood glucose over 600 mg/dl, which was treated with a syringe. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. However, the insulin pump alarmed motor position encoder error at one point. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.